Manufacturer narrative:
Product ID: 37711aa, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3487a-33, lot# v478465, implanted : (B)(6) 2010, product type: lead. Product ID: 3487a-33, lot# v007999, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a, lot# l55602, implanted: (B)(6) 1998, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) site or pocket and the surrounding tissue felt hot. It was noted that there was ¿a definite increase in tissue temperature at the ins area¿ and the physician planned to replace it.